Event description:
It was reported the customer had battery issues with their insulin pump. The customer stated they would have to change the battery every 24 hours. Customer stated they did not use sensors. Customer's blood glucose was 12.4 mmol/l. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed failed battery test after battery installation due to corroded battery tube. No battery alert noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was also received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.